Event description:
As reported, the autopulse platform (B)(6) displayed fault code 42 (force overload tripped). It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) displayed user advisory 42 (force overload tripped) was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was defective load cells. The archive data indicated ua42 around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua42 being displayed upon powering on the platform, confirming the reported complaint. The load cell characterization check revealed over-reporting load cells. The load cells need to be replaced to address the reported complaint. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).